Event description:
During surgical procedure on deep femoral artery, the balloon on the catheter disconnected and migrated into the artery, surgeon could not remove it. Surgeon attempted to remove balloon.